Event description:
It was reported that the patient presented for in clinic follow up. There was concern that the implantable cardioverter defibrillator battery longevity was less than expected. No interventions were made. The patient was stable.